Event description:
It was reported that pump showed continuous glucose monitor error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, and error did not appear again after reset.